Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level. Specific bg value was not provided. Customer declined troubleshooting with tandem technical support and declined to provide further information.